Event description:
Per a report from the legal department the patient underwent an initial left knee replacement (B)(6) 2006. Approximately 9 years and 8 months after the initial surgery the patient had their first left knee revision on (B)(6) 2015. The patient then underwent another left knee revision on (B)(6) 2022, approximately 6 years and 10 months after the first revision procedure due to accelerated and preventable wear. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: the revision reported in this case may have been the result of polyethylene wear as stated in the legal documentation. The extent and root cause of the reported polyethylene wear cannot be determined as the device was not available for evaluation and photographs, radiographs, and operative notes were not provided. A contributing factor to the reported prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6 . MDR section codes updated/corrected: a, b, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, fracture, patellar loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.